Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead caused a red alert to be declared due to high shock impedances. The patient was in the clinic for a routine device test on 6 march 2012 and shock impedance values were at 120 ohms. All other pacing impedances and pacing thresholds were within normal range. The patient's physician is aware of the situation and the pacing system remains implanted at this time. No adverse patient effects were reported.

Event description:
Additional information indicates that this ICD and rv lead had again exhibited subsequent high right ventricular shocking lead impedance measurement through patient home monitoring system. Further information received indicates that the patient is not pacemaker dependent. All other measurements were within normal limits. The physician opted to wait and survey the evolution of this patient. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--